Event description:
It was reported that during a coronary artery stenting treatment procedure the balloon broke. The lesion being treated is unknown. The physician was unable to pull the balloon back into the guide to remove from the body. It is believed that while trying to pull the balloon back into the guide that the balloon fractured, but they were able to get the wire and balloon back into the guide and pull everything out at one time without leaving anything behind in the body from the device. The tech thought they got another guide to look at the artery to take final pictures and the procedure was completed with no patient harm. There was no reported complications or patient injury reported. Patient status is "fine."

Event description:
It was reported that during a coronary artery stenting treatment procedure, the balloon broke. The lesion being treated is unknown. The physician was unable to pull the balloon back into the guide to remove from the body. It is believed that while trying to pull the balloon back into the guide that the balloon fractured, but they were able to get the wire and balloon back into the guide and pull everything out at one time without leaving anything behind in the body from the device. The tech thought they got another guide to look at the artery to take final pictures and the procedure was completed with no patient harm. There was no reported complications or patient injury reported. Patient status is "fine".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned with an unidentified guidewire and a 7f cordis brite tip guide catheter. There was dried blood in the balloon and inflation lumen. There was a complete midshaft separation 23.5 cm from the tip. The fracture surface was jagged and stretched, which suggests that the separation may be related to tensile overload (material stress/fatigue). Magnified inspection of the fracture surface presented no evidence of any material or manufacturing deficiencies contributing to the separation. The inner shaft was buckled 2.5 cm from the proximal balloon bond. The outer diameter of the wire was .0134" which is consistent with a .014" guidewire. The balloon bonds were intact and the actual detachment occurred in the midshaft component. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).